Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: a. Was there any patient consequence related to the event. - we revised the shoulder as described in the pc. B. Was there any surgical delay related to the event? - surgical delay question is not really applicable as the entire surgery was a revision.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision of left shoulder hemi arthroplasty -patient experiencing pain, plan to revise to a total shoulder (add glenoid component and replace head and taper), but surgeon found head was sitting too high, so removed stem and replaced with a new stem, sinking it to a better position original surgery 2 or so years ago - exact date was not available. Doe: (B)(6) 2024.

Manufacturer narrative:
Product complaint (B)(6). Investigation summary : revision of left shoulder hemi arthroplasty -patient experiencing pain, plan to revise to a total shoulder (add glenoid component and replace head and taper), but surgeon found head was sitting too high, so removed stem and replaced with a new stem, sinking it to a better position original surgery done by d[surgeon] pearce at st [hospital] 2 or so years ago - exact date was not available.the photo investigation revealed nothing indicative of a device nonconformance. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed nothing indicative of a device nonconformance. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the global unite head 52x15 ecc would not contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: global unite head 52x15 ecc product code: 110052600 lot number: h46358 and no non-conformances or manufacturing irregularities were identified. Device history review : a manufacturing record evaluation was performed for the finished device product description: global unite head 52x15 ecc product code: 110052600 lot number: h46358 and no non-conformances or manufacturing irregularities were identified.